Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). Visual inspection results: the sample shows a lot of signs of usage and was in a bad condition. (Fluid residues) a thermal damage could be found at the union joint of the power supply. Traces of soot could be found on the connection between the power cord and the power supply. You could also see verdigris at the plug connection caused by an electrolysis unleashed by a fluid ingress. The cable of the p2 connector was pulled out. The conductive parts of the c8 plug were melted down. The rest of the plug stuck in the c7 connector of the power supply. The reason for the thermal damage is a fluid ingress between the connection of the c7 and c8 plug. Based on the thermal damage a functional test could not be performed. Based on previous test in the past have shown that damages of this nature are the results of fluid ingress. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer) and b. Braun medical inc. (The importer) this report has been identified as b. Braun medical internal report# (B)(4). The actual device has not been received and the investigation is on going at this time. A follow up report will be submitted when the results of the investigation becomes available.

Event description:
As reported by the user facility: the customer is reporting thermal damage. No patient injury.